Event description:
Novopen 4 jammed up and the indicator was displaced and they can't get plunger back [device malfunction]. Case description: does the incident represent a serious public health threat? No. This spontaneous case from (B)(6) was reported by consumer as "novopen 4 jammed up and the indicator was displaced and they can't get plunger back" and concerns a female, pt, (age unk), using novopen 4 (insulin delivery device) from an unk date due to device therapy. Pt's height: not reported. Medical history: not reported. Upon analysis of the returned product, a fault which may lead to a medical consequence was found. The fault is very obvious to the user as the numbers on the dose scale are misaligned in the dose indicator window and it is difficult to dial a dose if it is done as described in instructions for use (IFU). However, due to the nature of the fault, it is possible to receive more insulin than intended and have a serious hypoglycaemic event. The pt's novopen 4 broken. The novopen had jammed up and the indicator was displaced and that they can't get the plunger back. This case was reclassified to an incident due to this fault. The overall outcome for the event was not reported. Action taken to novopen 4 was not reported.

Manufacturer narrative:
Product: novopen 4, batch no yug0917. Investigation results: (B)(4): visually examination was performed. (B)(4): the device was tested with a random penfill and a new novofine needle mounted. The device was disassembled to investigate internal parts. A part of the mechanism is broken off and this allows the internal pen mechanism to rotate in relation to the pointer in the dose indicator window. The fault may result in inaccurate dose delivery. The problem is due to rough handling during use. The device has been exposed to exaggerated force during use. The observed problem could not be related to any novo nordisk processes. The breakage is most likely due to incorrect or rough handling during use.